Event description:
The letter from the attorney alleges the rubber piece came off the walker, causing the consumer to fall and break her ankle. Distributor received photos with no serial number visible manufacturer is unk.